Event description:
The customer reported that his olympus evis exera iii video system center was displaying a b30 scope communication. Additional details relating to the patient and the event have been requested but no additional information was available. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call the customer was not in front of the unit to trouble-shoot. Tac recommended a series of trouble-shooting options to help resolve the issue. Customer noted that he would attempt those options and follow up and needed. Customer later followed up and confirmed the issue was resolved.

Manufacturer narrative:
E2, e3, & g2 - additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it possible the cause is due to the effects of endoscopy because problems were reported to have been resolved through troubleshooting. Olympus will continue to monitor field performance for this device.